Manufacturer narrative:
The device was not available for evaluation as it was retained by the hospital. There was no pain or symptoms associated with this issue. Imaging provided shows the implant to be slightly anterior to the recommended implant positioning. Implant final positioning is dependent on the trial's positioning and corresponding keel channel preparation. Imaging also showed anterolisthesis of the c4 vertebra, which suggests possible focal instability. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision was done to remove a secure-c device that had migrated anteriorly.